Event description:
It was reported that the right ventricular (rv) lead experienced inappropriate pacing due to fractured lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).